Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when she woke up from her sleep, the tubing detached from the disc. So, she put on a new infusion set. The site location was at the abdomen and the pump was in her bra. She wore the infusion for at least three days and the infusions were stored in her house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 21-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing-tubing connector. Based on the results: method, device and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when she woke up from her sleep, the tubing detached from the disc. So, she put on a new infusion set. The site location was at the abdomen and the pump was in her bra. She wore the infusion for at least three days and the infusions were stored in her house. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.